Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as blisters. The irritation was underneath the lifevest there was no alleged device malfunction contributing to the irritation. The doctor is aware the patient removes the vest to allow blisters to heal. Follow up indicated the irritation improved .